Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob was requested but not provided.

Event description:
The customer reported that the tubing set leaked in the women's & children's pediatric and nursery department during patient use which caused the patient to have the IV restarted. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed to be torn and leaking tubing. Visual inspection of the set noted a tear in the tubing at the engagement to the female luer. Closer inspection under magnification observed the tear in the tubing to be jagged. No tool marks were observed. Closer inspection of the leak under a lab microscope observed a cut in the tubing. Functional testing confirmed leaking from the tear in the tubing at the engagement to the female luer. The root cause of the tubing leak is due to a small tear in the tubing. The root cause of the tear is unknown.

Event description:
The customer reported that the tubing set leaked in the women's & children's pediatric and nursery department during patient use which caused the patient to have the IV restarted. There was no patient harm.